Event description:
User reports, calcium results drifting low for eighty pt samples, which when repeated on another analyzer- same methodology resulted higher. Only four examples were provided. Same samples used for repeat testing. Pt 1, initial result gave 4.9 mg/dl; repeat gave 8.9 mg/dl. Pt 2, initial result gave 5.0 mg/dl; repeat gave 9.1 mg/dl. Pt 3, initial result gave 4.4 mg/dl; repeat gave 9.0 mg/dl. Pt 4, initial result gave 2.9 mg/dl; repeat gave 9.2 mg/dl. Erroneous results were not reported. The field service rep determined the cause to be debris (contamination), on the stirrer paddle, and the customer removed the debris from the stirrer paddle. Performance tests were performed which were within specification.